Event description:
A customer reported that the cutter aspirated but would not cut the vitreous during a vitrectomy procedure. The cutter was replaced with a standalone product, and the case was completed, with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).